Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad is unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 72 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.